Event description:
A pt reported they were unable to receive a reading on their one touch ii meter due to their meter allegedly would not power on. Pt reported no symptoms. The pt reported they were seen in ER, since they were unable to test on their meter. There was no result on their meter as the pt was unable to test. Treatment was glucose at the ER. No further info has been reported.